Manufacturer narrative:
The immucor product investigations lab confirmed the reactivity of the e antigen on retention capture-r ready-screen(3), lot r298. A antibody screen was performed on the customers submitted samples, ml0013514 and ml001354a, on the echo using retention capture-r ready-screen (3) (crrs3), lot r298 and capture-r ready indicator red cells (crrirc), lot 221998. Controls reported as expected and samples resulted as negative.

Event description:
A customer reported obtaining unexpected negative reactivity with capture-r ready-screen (3), lot r298, for a sample previously positive for anti-s and anti-lua.